Manufacturer narrative:
The evaluation results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Reporter states, "insert toggle". Another available insert from a different lot code was implanted. There was no adverse consequence to the pt due to this event.